Event description:
It was reported that the patient was typing at a computer and experienced a sudden change in settings. The patient normally had her settings at 5.6 volts and had not made any changes. She had a hard time getting a connection with the patient programmer, but when she was able to interrogate the implantable neurostimulator (ins) it showed 9.1 volts. The incident lasted for 7 minutes and the patient was not able to communicate with the ins using the patient programmer both with and without the antenna. Stimulation spontaneously increased on its own and the patient had to turn it down. There was construction two blocks from where the patient was, but nothing close. The patient was at work and indicated there were no sources of electromagnetic interference around. The patient had also experienced this when going by a nuclear clinic. She also experienced a shocking or jolting sensation. At the time of report, the patient was not experiencing any symptoms and the patient programmer was working "just fine." It was noted that the patient had three slings in her vaginal area, which were not touching each other. The patient felt the sensation and knew the difference between the two. Additional information has been requested but was not available as of the date of this report.

Event description:
It was further reported that the patient had no further concerns.

Manufacturer narrative:
Product ID: 3889-28, lot# j0421470v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. Patient. (B)(4).